Event description:
It was reported that the patient presented to the emergency room with syncope and bradycardia; the patient's heart rate was in the 30's. The right ventricular (rv) lead exhibited possible interim loss of capture, and thresholds trending upward. The lead remains in use and no patient complications have been reported as a result of this event..

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).